Event description:
It was reported that the patient's right atrial threshold was high and the threshold trend showed a rise. The atrial lead pacing threshold was increased, the lower rate was adjusted, and the pacing mode was set to a managed ventricular pacing (mvp) mode to minimize atrial pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.